Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up on the cabinet. When attempting to remote in, it was found that the cabinet had been offline for 14 days and myqlink was not syncing. A technical support specialist (tss) confirmed that the internet connection was restored but synchronization was still in progress. The tss observed gradual data updates in myqlink, informed the customer that syncing would take time, suggested using a temporary patient for urgent needs with pharmacy notification, and advised contacting the information technology team for network stability. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini patients were not showing up on the cabinet, and it was found that the cabinet had been offline for 14 days due to a network issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.